Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the coil delivery wire broke during manipulation. The broken coil was removed from the microcatheter. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. Information available indicated that the device was confirmed to be in good condition prior to use and the coil broke during manipulation. Based on the information currently available, an assignable cause of handling damage will be assigned to this event.

Event description:
It was reported that the coil delivery wire broke during manipulation. The broken coil was removed from the microcatheter. There were no reported clinical consequences to the patient.